Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed, and no damage or other anomalies were identified. A transmitter voltage test and a pairing test were performed, and both passed. There was no data available to review for the share log because the receiver was not returned, and the transmitter does not retain shared data. The available data in the transmitter was downloaded and reviewed. The data showed that the patient¿s estimated glucose values (egv) increased to a level higher than the transmitter¿s maximum level of 400 mg/dl on the date of the event. The transmitter data was unable to confirm whether the continuous glucose monitor (cgm) values were being transmitted to a receiver, mobile device or insulin pump. Based on the above information, we are unable to confirm that any malfunction of the cgm system occurred on the date of the event.

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s father contacted dexcom to report that the patient experienced a hyperglycemic event and passed away on (B)(6) 2019 while using the dexcom continuous glucose monitor (cgm). The patient had just started using the dexcom g5 and the tandem pump 2 days prior on (B)(6) 2019. He had been a diabetic for many years and was under good control, so some members of the family are suspicious that he passed away only 2 days after starting to use the new pump and cgm, and requested they be tested as they suspect they may have malfunctioned. There was no autopsy done and the father stated the death certificate listed natural causes, heart disease, and diabetes as the cause of death. The father stated that the patient received the new pump on (B)(6) 2019; the doctor ¿applied both¿ (presumed to mean the pump and the cgm), gave him instructions, and told him to ¿change it every 2 days.¿ he changed it at around 6:00 am on (B)(6) 2019 (unclear if this meant the insulin pump, the cgm sensor or both), and he was found dead later that afternoon. His sister-in-law went to his house and found him lying on the bed, already dead. She called paramedics who checked his blood glucose and told her it was ¿super high¿ (no value provided). She checked ¿the screen¿ and said it read ¿400, as high as it reads.¿ it was not clear from the father¿s report if the screen referred to the tandem pump or the dexcom cgm, as he said he was unfamiliar with the equipment. The sister-in-law also checked his fitness watch which showed his heart rate had spiked and then stopped around 1:00 pm that day. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.